Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open dermolipectomy procedure, when closing the tissue during the first and second suture, both thread came loose from the needle. To fix the issue a new suture was used by the surgeon to finished the procedure. There was no patient injury.